Event description:
It was reported that during a nephrectomy procedures, the trocar sleeve is disassembled. There was no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Unknown, assumed 1st day of month that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details about statement ¿please inspect the input to rule out any broken and/or missing parts¿ did any piece or pieces were separated from the device? If yes, did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned with the device? If not, were they disposed of? If other, please specify.

Manufacturer narrative:
(B)(4) date sent: 6/17/2022 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that 2cb12lt device was returned inside its package opened and with the universal seal unlatched from the sleeve. In an attempt to replicate the reported incident, the packaging was opened and the device was functionally tested to detect any issues. Upon evaluation of the device, the universal seal latch onto the sleeve assembly. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.